Event description:
The complainant reported that the physician was performing a therapeutic sclerotherapy procedure on the stomach of a patient (age, gender and weight unknown) using a optiflo 23 gauge hemostasis catheter injection needle. When the doctor attempted to introduce hemostasis catheter injection needle into the shaft, he experienced difficulty retracting the needle. The complainant indicated that the doctor then carefully continued this patient's procedure using this device. The complainant reported that there was no adverse affect on the patient as a result of this reported problem and that the patient's condition is "fine".

Manufacturer narrative:
The device was returned to the external manufacturer for evaluation. The initial inspection of the device found that the handle was broken at the plastic cap and the metal tubing was found to be bent. The device as received was found to be non-functional. The root cause of this complaint condition was unable to be determined. A review of the device history record for the pertinent lot was performed, no anomalies were noted. We are not able at this time to determine the relationship between this device and the cause for this event.